Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Field service engineer (fse) examined the system onsite and confirmed reported issue. Upon troubleshooting, fse identified that the host pc disk bay had no power while host pc is switched on. To resolve the issue, fse replaced the host pc and loaded the license file, and the part is return for further analysis, and it found the failed component was dvd drive. After replacement the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.